Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that the implant is depleting faster than the pt was used to. Pt reported that when they were first implanted they could go for 3 or 4 weeks. However, now the implant is only lasts about 2 weeks to 1.5 weeks. Pt stated they have not been reprogrammed in a long time. Agent recommended the pt reach out to their mdt rep to be potentially re-programmed. Agent documented reported information and redirected to their mdt representative. Pt noted that had a program added but it was not quite getting their toes and that they should mention that to the mdt representative.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they need to recharge less than 2 weeks. Patient stated they said it was the charger which they replaced and it seems to be working now; patient charging every 3-3.5 weeks. Issue is resolved with recharge replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.